Manufacturer narrative:
Per good faith effort (gfe) response received 18aug2025, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The hospital purchased and installed the replacement battery from a third-party vendor, after which the issue was resolved. The device passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator was alerting a battery malfunction alarm error. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the ventilator was alerting a battery malfunction alarm error. After inspection and troubleshooting, it was determined that the battery needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).